Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an alert for high impedance. The patient went to the hospital to undergo a replacement of the lead. The lead could not be extracted and the vein was intentionally occluded beforehand, therefore, the physician could not place a new lead. The patient will be monitored without replacement. No patient complications have been reported as a result of this event.